Event description:
It was reported to philips that the system did not start up completely. No harm was reported to philips. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed that the system did not start up. Fse reviewed the logfiles and confirmed that the host pc sporadically did not start up. Fse replaced the host pc which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. The host pc was returned for further analysis. Functional testing was performed and no failure was observed. The codes were updated based on the investigation outcome.